Manufacturer narrative:
Trackwise ID# (B)(4). Complaint being cancelled due to additional information received indicates there were no defects with the reported device. Per the complaint handling procedure the information received does not meet the criteria of a complaint. Please redact mfg report number 2242352-2024-0001282.

Event description:
Complaint being cancelled due to additional information received indicates there were no defects with the reported device. Per the complaint handling procedure the information received does not meet the criteria of a complaint. Please redact mfg report number 2242352-2024-0001282.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply was defective.